Event description:
It was reported that the pump was alarming due to the patient missed the refill schedule. The patient was experiencing withdrawal, and it had not been rescheduled when the patient called in. The drug delivered in the system was unknown. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).